Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 56,979 joules during a prostate procedure. It was reported that the procedure was "completed as normal" with a second fiber, and no patient injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.